Event description:
It was reported that during a laparoscopic bowel resection procedure, the device was articulated and jaws placed across bowel, closed on tissue. Surgeon checked position posteriorly and around. Fired with a full stroke. No audible click was heard. When attempting to open the jaws, they would not open. Thumb release button seemed jammed and stuck. After much manoeuvering, the jaws opened and the cartridge came out on an angle. Only 4-5 staples fired and there was no cutting across the bowel. A different device was opened and used to complete the case. This was the surgeon's first time using this type of device. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the device difficult to open? A: yes. Seemed jammed. Was there any damage to the anvil release button? A: no apparent damage. Just stuck and wouldn¿t depress initially. No release click, initially. Did the cartridge come out of the device when the device was opened? A: technically did not drop out of the jaw, but was out on an angle out of the cartridge side of the jaw. Was there any damage to the device? A; no apparent damage to the device.